Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter stated insulin was noted to be leaking out of the cartridge several months ago, which allegedly affected the amount of insulin delivered by the insulin pump. The reporter declined to troubleshoot the issue with customer support. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because a leak in the cartridge can result in under delivery.